Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: (B)(4), model: sc-2208-50, serial: (B)(4), batch: 194404.

Event description:
It was reported that the patients leads migrated. The patient underwent a revision procedure wherein an additional lead was added as the physician could not get the lead that migrated back to where it needed to be. The leads were remained implanted.